Event description:
Caller alleged discrepant high inratio2 inr result in comparison to the lab inr result and repeat inratio2 result. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 5.1 and 2.6. Lab inr: 3.0. Therapeutic range: 2.0 - 3.0. The first inratio2 inr result (5/1) and the lab inr was simultaneously. The repeat inratio2 inr (2.6) was performed two (2) hours later. Reportedly, the customer was capillary tubes on the inratio2 strips and not using the first drop of blood for the sample. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. Additionally, the customer utilized capillary tubes during sample collection. Be advised the use of capillary tubes is not validated for the use on the alere inratio2 pt/inr professional testing strip. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined form the information provided by the customer. The mfg records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time.